Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/09/2024.

Event description:
It was reported that when the fiber was plugged into the console, it suddenly broke. The patient outcome remains unknown at the time of this report. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/09/2024.

Event description:
It was reported that when the fiber was plugged into the console, it suddenly broke. The patient outcome remains unknown at the time of this report. Boston scientific has been unable to obtain additional information despite good faith efforts.